Event description:
It was reported that something inside of the warmer is ripping the cassettes. There was patient involvement, however no adverse consequences are reported.

Manufacturer narrative:
Product was returned to manufacturer in a biohazard bag, therefore evaluation was not possible and product was discarded as per procedure.